Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. During the procedure, it was reported to the sales rep by healthcare professional that they have had a few 3-0 stratafitx sutures break (the actual suture not the needle). Device availability: unknown. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did this issue contribute to any patient adverse event? No did the event occur during one or multiple patient procedures? Happened twice in one procedure. If this event occurred in multiple procedures, how many devices demonstrated the alleged deficiency in each procedure? N/a what is the total number of procedures? 1 can you identify the product code and lot number of the product that was used? No have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Not that I am aware of suture broke during use. While suturing the suture broke in the middle (not at suture needle interface). Then the provider started over and with a new 3-0 stratafix and the same thing happened again. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.